Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in the emergency room on (B)(6) 2018 with fever, tenderness and redness at the pacemaker site. Patient started on antibiotics and was admitted to the hospital until the system could be explanted. On (B)(6) 2018, drainage of puss from the pacemaker site was noted and the entire system was explanted from the left side. The patient was stable before, during, and after the procedure. Patient remained in the hospital on cardiac monitor and continued receiving IV antibiotics until on (B)(6) 2018 when a new system was implanted on the right side. The patient was stable. Physician had no allegation or complaints on either the device or the leads, all were functioning properly. The final diagnosis from infection control specialist physician at the hospital indicated probable pocket infection and surrounding cellulitis, likely pathogens (B)(6) and strep.

Manufacturer narrative:
Additional information: the device was above the elective replacement indicator upon receipt. The device was tested, and no anomalies were found.